Event description:
The manufacturer received a report that a trilogy evo ventilator is inoperable. No further details were provided. There were no reports of patient harm or injury associated with this event. The device was returned for evaluation, but the investigation is not yet complete. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.